Event description:
During a premature ventricular contraction procedure, the irrigation of the catheter stopped working and caused a delay. There were several occlusion/pressure errors noted. Troubleshooting included exchanging the pump, the pressure alarm cable and tubing set which did not resolve the issue. Another tacticath was obtained which resolved the issue and stopped the alarm. There were no consequence to the patient.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No visual anomalies were noted. Functional testing revealed the saline was unable to flow through the irrigation tubing due to a twist/kink in the tubing within the handle. The distal tip irrigation holes were inspected and were clear of any obstructions. The handle was opened and a twist and kink in the polyimide irrigation tubing was noted approximately 11.5 ¿ distal to the proximal end of the handle, consistent with the occlusion error.

Event description:
Update made to analysis code.